Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had cerebrospinal fluid shunt surgery on (B)(6) 2018. Within a half a month, it was found that the cerebrospinal fluid in the patient was clogged. On (B)(6) 2018, the doctor explanted and replaced the valve in the patient's body with a new valve, and the postoperative shunt was normal. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, reflux, pressure-flow, and pre-implantation testing. However, the valve did not meet the requirement for leak testing. The valve did not meet the leak test requirements due to a cut in the dome. It is unknown how or when the damage to the casing occurred. The IFU states ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿.¿. There was proteinaceous debris observed on the interior and exterior of the valve. The IFU also cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no external/environmental factors identified that may have led to the issue.